Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a loss of therapeutic effect starting approximately two months prior. It was discovered that the ins was switched off. The magnetic reed switch was verified to be on and it was subsequently turned off to avoid any further toggling on/off of the ins. The pt was better on the right side of his body than the left. It was thought that the left side was poor due to electrode #4 having impedance of 3.700 ohms which was revealed at the last ins replacement surgery. Due to this, the programming was changed from 4-, 7+ to 5-, 7+ which resulted in some dystonia in the pt's left hand and left face. It was felt that this was the best programming configuration that could be achieved if excluding electrode #4. Titration of stimulation was attempted, but it was only possible to go to 1.5v because of crossover symptoms. The pt was sent home following programming once settings were decreased to 0.0v. The soft start was set to 8 seconds. Further info is being requested at this time.